Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jun-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3.1 was not on the bus, indicating a communication issue. A field service engineer replacing the retractor band and cleaning the moab were unsuccessful. Further inspection revealed that the legacy half-height drawer 3.1 was not communicating, despite the drawer and pockets functioning mechanically. The issue was ultimately traced to a faulty pocket motor controller (pmc), which was replaced by a field service engineer. After installation, the drawer was tested in hta diagnostics and application mode with no issues noted. All drawer cables were inspected and found to be in good condition. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, 27 drawers were failed and user not able to pull medication for from this station. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.